Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of perforation and pericardial effusion are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification, mild tortuosity and 80% stenosis. Orbital atherectomy was performed within guidelines and the patient was not compromised. Intravascular ultrasound (ivus) was performed and pre-dilatation of the lesion were performed. The 3.5x48 mm xience skypoint stent was deployed and post-dilatation was performed with a non-compliant balloon at 18 atmospheres. The last xray showed a perforation in the lad. Pericardial effusion occurred. The patient was treated on the table with pericardiocentesis, covered stents and intensive care unit (ICU) assistance. Once hemodynamic stability was achieved, the case was completed and the patient was moved to the ICU for close monitoring. The patient is still hospitalized. No additional information was provided.